Manufacturer narrative:
The unit was received with a cracked and bleeding lcd glass, a cracked case at the display window corners, a cracked display window, cracked battery tube threads, and a minor scratched lcd window. (B)(4).

Event description:
The customer's mother called in to report that the insulin pump had been damaged in the car door and there were cracks and the display had ink splatter on it. The customer's blood glucose level was 130 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.